Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown helical blade. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. Date of planned device explant is (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient will undergo revision surgery on (B)(6) 2016 due to the penetration of the helical blade through the left femoral head and avascular necrosis. The patient was initially implanted with the helical blade and a trochanteric nail on an unknown date. It is planned during the scheduled revision surgery that the blade and nail will be removed and the patient will be converted to a total left hip arthroplasty. This report is for one unknown helical blade. This report is 1 of 1 for (B)(4).